Event description:
During a shoulder repair a portion of the distal tip of a vapr lds electrode broke off. The user facility does not know if the tip broke off into the pt or not. The procedure was concluded successfully without further incident.